Manufacturer narrative:
The user-facility suspects that the adverse event took place because there was a calibration error within the electrosurgical unit (esu). The user facility also stated that they purchased the equipment approximately in (B)(6) 2009, and the operator's manual suggests that the sabre 180 should be subject to a performance test annually. Conmed was not made aware of any preventive maintenance performed on the esu. Conmed has not received the device in question in time to report the eval findings. Conmed will file a f/u report to state our eval findings within the next 30 calender days.

Event description:
The g.I doctor who operated the unit mentioned that upon using the unit, the current delivered during the procedure provided a very large peripheral effect which burned the lining of the pt. The doctor then proceeded to reduce the power (in watts) in the unit, but the effect did not vary.